Event description:
It was reported that the customer's pump screen was dark and would not turn on. The customer's blood glucose level was 589 mg/dl. At the time of the report, the customer had not addressed bg level. Reportedly, the customer contacted the healthcare provider to obtain alternate method of insulin therapy.